Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was re suturing preformed? No. Follow-up only. Lot number? No further information is available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2020 and suture was used on the fascia. During follow-up examination one month after the surgery, it seemed that the suture line between the quadriceps and vastus medialis had been partially dented. The surgeon opined that the suture line had been partially broken. The affected site healed during follow-up observation. There were no adverse patient consequences reported. No further information is available.